Event description:
The last guide would not twist off the plate. The surgery was extended by approximately 20 minutes.

Manufacturer narrative:
Examination of the returned product by depuy trauma quality engineering confirmed the complaint. The mating 2.5mm driver, had excessive wear causing it to slip out of the f.a.s.t. Guide broach feature. The f.a.s.t. Guides were able to be removed with a new 2.5mm driver that had not been worn. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.